Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo shows evidence of damage to the bottom of the tube, which caused leakage. Additionally, a total of 100 retained samples were visually inspected, and no damaged tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, one (1) tube was found to be cracked at the bottom and leaked blood. There were no health impacts or consequences reported for the patient or the user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, one (1) tube was found to be cracked at the bottom and leaked blood. There were no health impacts or consequences reported for the patient or the user.